Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.